Manufacturer narrative:
Continuation of concomitant medical product(s): 5076-58 lead, implanted: (B)(6) 2006; 310f29 tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during high rate atrial episodes. The lead remains in use. No patient complications have been reported as a result of this event.